Event description:
The account alleged the brakes were not functioning. No pt impact.

Manufacturer narrative:
The service technician found the brakes were not holding. The technician replaced the brake caster to resolve the issue.